Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the volume accuracy test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.